Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd activated from the central control monitor (ccm), the abd instantly started alarming. There was a rattling from inside the abd, so the housing was opened, and the cable was found not fully seated in the connector on the printed circuit board assembly (pcba). The pst reconnected the cable and the abd functioned as intended.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) displayed an 'air detected' message when there was fluid and no air in the air bubble detector (abd). As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) verified that the reported complaint. The abd was replaced, and release testing was performed. The unit operated to the manufacturer's specifications.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.